Manufacturer narrative:
Returned protaper gold finishing file f2 21mm has been analyzed and turns out to be not broken, not damaged. No fault was found. For information, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1351476).

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a customer reported that a protaper gold f2 21mm ptgrf221 file from an assorted pack broke at the tip. The broken piece was not retrieved and was incorporated into the filling.